Event description:
Consumer stated that they were unhappy with the item purchased/(B)(6) health easy flex total power(electronic toothbrush)/every time the customer brushed their teeth, one or two bristles would fall off in their mouth/customer. 2 brush heads out of the 3pk had bristles falling out.